Event description:
Stapler reload bent while inside of patient through trocar. Physician pulled staple reload out of patient through the trocar with much resistance due to metal end being bent up. It did not fit through instrument opening. No apparent trauma to the patient. No fragments were left in patient.